Event description:
Information was received that during filling of this smiths medical cadd cassette reservoirs, the medication leaked from the side of the cassette. It was reported that the leaked medication was absence of shock visible on the package, but presence of bubble along the welding on the side of the cassette. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd cassette reservoir was returned for investigation. The sample was received in used condition without its original packaging inside in a plastic bag. The samples was visually inspected, at a distance of 12 to 24 inches and normal conditions of illumination. No discrepancies were detected. A syringe was used to infuse water into the ay bag. A leak was detected in the edge of the ay bag. A cut was detected in the leak point. The most probable root cause was that the ay bag was damaged during the assembly process, due to a worn tool that had sharp edges, which was used to remove a foreign material.